Manufacturer narrative:
An arjo investigator examined the device and found it in good condition with no faults. The clip detached from the hanger bar on the bent side. The MFR concludes the root cause of this incident is most likely that the sling was not properly applied to the lift. Most likely the sling was caught on the leg of the lift during lifting of the pt from the floor. This made the power of the actuator to bend the hanger bar. The MFR recommends retraining of lift operators in the various functions and use of the product.

Event description:
Initially, it was reported that, while lifting a resident off the floor, the hanger/jib bent and the sling detached, dropping the resident. Later, info provided additional details. The resident had fallen on his back in an individual toilet. The staff managed to fit a sling in around the resident and attached it to the hoist. The up button was pressed and the resident lifted. During the lift, the staff noticed the hoist was running slowly. As the resident reached the height of a wheelchair seat, the top right-hand clip detached from the spreader bar, causing the resident to partially fall. A member of staff lifted the sling where it had come off the hanger bar to get the resident onto the chair. The staff then had problems getting the hoist out of the toilet due to a bent hanger bar. No injuries were reported. (B) (4).